Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure; the titanium tip broke. The broken piece was retrieved by forceps. The broken blade was discarded. The procedure was completed using same like device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: re-use of a single patient use device. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing, the max hand activation buttons was non functional and an alert screen was displayed. The device was disassembled to inspect the internal components and corrosion was found at max hand activation dome. Due to the corrosion discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion to the device. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.